Event description:
Respironics sales representative reported that the ventilator began autocycling with an increased breath rate after patient had a coughing episode. The ventilator did alarm, and there was no reported patient harm.